Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's rv lead exhibited high thresholds and high pacing impedances. Subsequently, a new lead was implanted. The patient's condition was reportedly good. The exact date of surgery is unknown at this time.